Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. No response was received from customer after multiple attempts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During investigation, the source of the foreign material was not identified. The customer did not provide reprocessing information; therefore, it could not be determined whether customer deviated from reprocessing instructions. There was no physical damage near the area where the foreign material was found. The root cause of the remaining foreign material was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunction findings listed in section b5, the following findings were also discovered; the angle wires were stretched causing reduced angulation, the adhesive part on the bending section rubber was worn out, the insertion tube became stretched, there was damage to the universal cord due to physical stress, the objective lens was cracked, the light guide lens was cracked, there was damage to the distal end, and the device showed damage or deformation due to physical stress. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope piece called the "carrot" was torn. This part makes the connection between the handle and the flexible tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.